Event description:
During review of the data log, found error 99, 51 and air sensor alarm.

Event description:
During review of the data log, found error 99, 51 and air sensor alarm. Error 51 (defective speaker) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Regarding defective air sensor, a CAPA has been opened in order to investigate the failure.